Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-08014 and 2134265-2015-07949. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled to view unspecified target lesion. During a procedure, the opticross was not able to completely pulled back and because of the planned distance from the motordrive unit. Automatic pullback did not start again. The physician could not finished the procedure and they removed the catheter. The procedure was completed without imaging. Patient's condition is fine.